Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer alleged for possible insulin pump under delivery. Customer was admitted in hospital and emergency medical service dispatched due to diabetic ketoacidosis on (B)(6) 2018. Customer blood glucose was 35mmol/l at time of hospitalization and current blood glucose was 30mmol/l. Customer had symptoms like fever, dizzy, vomiting. Customer was treated with manual injection. Customer was off to the insulin pump for greater than 48hours prior to hospitalization. Customer passed displacement test and high pressure test. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.